Manufacturer narrative:
The pump passed the displacement test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number (B)(4) file number (B)(4)) due to a software error. Software error detected alarmed during selftest and confirmed in pump history with variable ((B)(4)) due to broken trace at u1 keypad assembly (pin (B)(4)). (B)(4).

Event description:
The customer reported via phone call that their device has had a couple of pump error alarms. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 120 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.